Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain and swelling at their ipg site and midline incision. As a result, the physician used ultrasound guided imaging to aspirate the fluid on (B)(6)2017. The next day the patient stated that swelling had returned. As a result, the patient underwent surgical intervention on (B)(6) 2017 to remove the hematoma. Patient will follow up with their physician to monitor any swelling.

Event description:
Follow up revealed that the issue has been resolved.